Event description:
The customer contact reported a whitescreen error. On an unspecified date and time the pump was programmed to deliver an unspecified concentration of heparin. No specific programming parameters were provided. After an unspecified length of time during delivery, it was reported that ¿device started to alarm while heparin was infusing and message appeared to disconnect from pt, device malfunctions software error.¿ the device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Multiple unsuccessful attempts were made to obtain add¿l info including specific pt info and event details.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the hardware module. This report represents all the info known by the reporter upon query by hospira personnel.